Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics for the event. The patient was reported to have recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.